Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -13.50/4.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens was misaligned by 15 degrees. Lens remains implanted. Cause of the event is reported as user error, most likely cause is that ink axis marking were off target for the procedure. Reportedly, lens repositioning is planned. Will advise. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.7mm, tmicl13.7, -13.50/4.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens was misaligned by 15 degrees. Lens repositioned on (B)(6) 2021 did not resolve the problem. Lens remains implanted. Cause of the event is reported as user error, most likely cause is that ink axis marking were off target for the procedure. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).